Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator would display after 4 uses after charging the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject usb cable and ac adapter have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the testing for the usb cable, and ac adapter was not required since the patient claimed he/she was able to charge the subject meter with the ac adapter and usb cable but obtained the battery indicator on the meter after 4 tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: usb cable, ac adapter: 4/4/2013.